Event description:
Primary procedure, right clavicle. It was reported that in implanting the variax2 core 3.5 locking screws into the clavicular plate, the screws would not lock - they kept spinning when they should have locked. Rep obtained locking screws from a variax 1 ankle solution set, which locked as expected. The plate is implanted and the reported screws are available for return. Rep reported that surgeon was following the surgical technique throughout the procedure. There was a surgical delay of 5 minutes.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Primary procedure, right clavicle. It was reported that in implanting the variax2 core 3.5 locking screws into the clavicular plate, the screws would not lock - they kept spinning when they should have locked. Rep obtained locking screws from a variax 1 ankle solution set, which locked as expected. The plate is implanted and the reported screws are available for return. Rep reported that surgeon was following the surgical technique throughout the procedure. There was a surgical delay of 5 minutes.